Manufacturer narrative:
(B)(4). D10: cat #: 110010266 / g7 osseoti multihole 56mm f / lot #: 66302362. Unknown head. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately three months post implantation due to a dislocation. The shell was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimension evaluations could not be performed. The event could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined, however the liner and head are not compatible per the provided instructions, do not use components of the g7 acetabular system polyethylene acetabular liners with components of any other system or manufacturer, unless authorized by zimmer biomet. To determine whether these devices have been authorized for use in a proposed combination please contact your sales representative or visit the zimmer biomet electronic labeling service (elabeling) website: http://labeling.zimmerbiomet.com. Its unknown if this off label use caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.